Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation could not draw any conclusions about the reported event without the return of the device.

Event description:
It was reported that after deploying the first anchor, the second one did not unfold and the suture is lost. No patient injury was reported.

Manufacturer narrative:
Three used fast-fix 360 curved needle delivery inserters were returned for evaluation. No ts or sutures were returned. Devices were returned in the same packaging making lot identification prohibitive. The devices belong to complaints. C-(B)(4), c-(B)(4) and c-(B)(4). Visual assessment of sample (a) showed the needle is bent. The devices actuator is in its post t2 deployment position indicating a complete deployment. Device was functionally tested for proper actuator advancement and cycling, device functioned as intended. Visual assessment of sample (b) showed no abnormalities. The devices actuator is in its post t2 deployment position indicating a complete deployment. Device was functionally tested for proper actuator advancement and cycling, device functioned as intended. Visual assessment of sample (c) showed the needle is bent. The devices actuator is in its post t2 deployment position indicating a complete deployment. Device was functionally tested for proper actuator advancement and cycling, device functioned as intended. No root cause related to the manufacturing process can be established.